Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of an external source of electromagnetic interference (emi) during a medical study, which triggered a pacemaker-mediated tachycardia (pmt) episode. The episode was successfully terminated by the device's algorithm. Technical services (ts) provided reprogramming options. No adverse patient effects were reported. This crt-d remains in service.